Manufacturer narrative:
As reported, the 6f avanti plus transradial sheath introducer in transradial kit was opened and the mini guidewire was found exposed. The outer layer of the short wire inside the sheath was separated from the wire core, leaving the core exposed. The wire was not sticking out of the sealed package. The problem was found after opening the package. Another avanti plus was used to complete the coronary artery angiography procedure. The device was not used in the patient, and there was no death or serious injury reported. The product was stored and handled according to the instructions for use (IFU), and no device damage was noticed prior to opening the package. There was difficulty removing the device from the sterile packaging and difficulties were experienced while prepping the device too. The device was prepped per the IFU. A non-sterile ¿si avanti+ transrad kit 11cm¿ was received inside of a clear plastic bag. The device was unpacked to be evaluated. The returned components were the csi, the vessel dilator and the mini guidewire. The mini guidewire was thoroughly inspected observing that the radiopaque distal coil wire was unraveled, and the core wire is fractured from the round that welds the distal end of the core wire with the distal end of the coil wire. No other damages or anomalies were observed on the returned unit. The distal tip section was analyzed using a vision system to magnify the damaged area. The unraveling of the coil wire resulted in the exposure of the mini guidewire core wire. The length of the core wire and the coli wire are complete. No separated condition into more than one piece was observed. The distal tip of the core wire is fractured from the coil wire. The fractured surface was inspected with a vision system observing that is presenting evidence of plastic deformation on the damaged areas of the unit. The plastic deformations are commonly associated with fractures caused by material tensile overload. Therefore, it is assumed that the material of the wire was induced to a tensile force that exceeded the wire material yield strength prior to the fracture. The failure reported by the customer as ¿mini guidewire~unraveled/stretched¿ and the event ¿mini guidewire- fractured¿ were confirmed, the distal tip presented with unraveled and fractured conditions. The unraveling of the coil wire resulted in the exposure of the mini guidewire core wire. Exact cause of these damages noticed on the mini guidewire could not be conclusively determined during the analysis. It is assumed that the material of the wires was induced to a tensile force that exceeded the wire material yield strength prior to the fracture. Procedural and handling factors may have contributed to the failure as reported. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not manually re-shape the distal tip of the dilator or the mini-guidewire by applying external force intended to bend or affect the shape of the dilator or mini-guidewire.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the 6f avanti plus transradial sheath introducer in transradial kit was opened and the mini guidewire was found exposed. The outer layer of the short wire inside the sheath was separated from the wire core, leaving the core exposed. The wire was not sticking out of the sealed package. The problem was found after opening the package. Another avanti plus was used to complete the coronary artery angiography procedure. The device was not used in the patient, and there were no death or serious injury reported. The product was stored and handled according to the instructions for use (IFU), and no device damage was noticed prior to opening the package. There was difficulty removing the device from the sterile packaging, and the device was prepped per the IFU, although difficulties were experienced during the prepping process. A picture was provided for review. The hospital reported this case as an adverse event to the china nmpa directly. Please upgrade this case to ae. The device was returned for evaluation.